Event description:
It was reported that the insulin pump was exposed to humid, rainy weather and there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Her blood glucose was 174 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the displacement and unexpected restart tests. However, moisture damage was found on the electronic and motor assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.